Event description:
Upon interrogation of the generator, it was noticed that the generator settings were reset, which was not expected. It was determined that the new programming system was not used and that the warning message seen was a burst watchdog warning. Due to burst watchdog, the settings upon interrogation were at 0 ma on (B)(6) 2017 instead of the previously programmed output current of 0.25 ma. This burst watchdog timeout event is believed to be due to a software error in the model 3000 programmer that causes certain parameters to be incorrectly calculated in m106 generators. This occurred because, while the patient was set to a 0.25 ma normal mode output current and 0.5 ma magnet output current, the patient's frequency was changed by a model 3000 programmer without a subsequent programming step to adjust magnet or autostimulation output current. The patient was programmed back on with a model 250 tablet. No further relevant information has been received to date.

Manufacturer narrative:
Corrected data: initial reported inadvertently listed #34;3000-v1.0 instead of model 3000.